Manufacturer narrative:
Per the instructions for use, cardiogenic shock is a potential risk associated with the overall tavr procedure. Cardiogenic shock can have multiple etiologies, including myocardial infarction, ventricular tachycardia, cardiomyopathy, and damage to the heart muscle. It is most often due to poor ventricular function. Other major risk factors that may predispose a patient to cardiogenic shock include advanced age, a history of heart failure, previous myocardial infarction, and coronary artery disease. The exact cause of the reported sequence of events post valve deployment cannot be confirmed; however, the patient had a baseline ef of <20%. It is possible that the rapid ventricular pacing during valve deployment, in combination with the patient's poor cardiac function and advanced age, contributed to the event. According to the instructions for use, the safety of the bioprosthesis implantation has not been established in patients who have severe ventricular dysfunction with ejection fraction < 20%. This is also noted in the thv training manuals. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Unsuccessful transcatheter aortic valve replacement (tavr) via trans-aortic route with a 23mm bioprosthesis complicated by hypotension, cardiogenic shock and biventricular failure. It was reported that the patient had an ef of less than 20% to start. Upon deployment of the first sapien valve tee revealed moderate aortic regurgitation and moderate pvl, along with hypotension requiring pressor support. A second 23mm valve was quickly advanced and deployed to reduce the regurgitation; however, there was still moderate ai with dilation of the lv and hypotension. Despite resuscitative efforts which included CPR, initiation of bypass, implantation of the impella device and an rvad, the patient did not improve, likely due to concurrent rv failure. After discussion with the family, it was decided to discontinue all support and the patient subsequently expired.